Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during an excision of infratemporal fossa tumor using a procise max, the tip of the device broke while using it. The missing part was not found. The procedure was completed with a backup device and there was no significant delay or further complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the device, intended for use in treatment, was not returned for evaluation. There was a relationship found between the device and the reported incident, as an image of the device was submitted by the customer. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found that excessive use can result in electrode failure. Clinical evaluation was completed and concluded that without the requested clinical information, operative report or the device, the root cause of the tip breakage cannot be determined. Although, we cannot rule out a user error as the likely cause of the reported event. The precise max tip is a non-implantable surgical device that is not intended for long term exposure with skin or tissue. Therefore, the impact to the patient beyond the retained tip, is the possibility of local skin irritation, micro-motion/migration of the retained tip. It was reported the procedure completed with a backup device without a significant delay or further complications. Since it was reported the patient is doing fine, no further clinical/medical assessment is warranted at this time. Should additional relevant clinical information be provided, the clinical/medical will be re-assessed. A visual investigation of the customer submitted image shows two wands. One wand shows a partially detached electrode circled with a note "missing part." Visual inspection and functional testing could not be performed since the device was not returned for evaluation; however, the complaint was confirmed as the submitted image provide sufficient evidence to confirm. Potential factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: the tip of the device coming into abrupt contact with a hard (metallic) object, improper insertion or removal from an apparatus, use at a higher than recommended set point or excessive force applied to the tip, vigorous use against bony surfaces, and mechanical displacement of tissue through applied force. No containment or corrective actions are recommended at this time. There are no indications to suggest the device did not meet product specifications upon release into distribution. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.